Event description:
The report stated that during a cystectomy, the ligasure impact handpiece was used to seal the right bladder pedicle and when the divider was activated the blade went off the track and outside the jaws of the device. The jaws closed on the blade. This caused severe bleeding. The surgeon clamped around the device and removed it. A transfusion was required. There were 4 liters of blood loss with about 1/2 being given back through cell saver. Patient fully recovered.

Manufacturer narrative:
To date the incident sample has not been returned for evaluation. If the device is returned or if additional information pertinent to the incident is received, a supplemental report will be sent.